Event description:
It was reported that the left ventricular (lv) lead exhibited a possible capture issue as capture could not be confirmed for one beat. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.